Event description:
As reported on (B)(6) 2014, a patient of unknown age and gender presented for an endovenous laser procedure. After treating 38cm of saphenous vein, the treating physician wiped down the laser fiber. When doing so, the tip of the fiber fractured off from the laser fiber. There was no harm or injury to the patient due to the event as the event occurred outside of the patient. It was reported that the device involved in the incident is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Returned for evaluation was a 45cm nevertouch fiber. A visual examination of the returned device noted the fiber was fractured. An attempt was made to mimic the reported defect. A cloth was used to wipe the end of the fiber. When the tip of the fiber was reached, the gold tip tube detached. When using a microscope an opaque substance is seen around the internal circumference of the tube indicating the presence of the epoxy adhesive. Crimp marks are visible on the tip tube as required indicated a mechanical bond also. The customer's reported complaint description of the gold tip detaching from the fiber is confirmed. A definitive root cause cannot be determined at this time although; excessive force upon wiping the fiber tip may have been a contributing factor. The root cause does not appear to be manufacturing related. A review of the device history records was performed for the reported lot for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. During the manufacturing process, the disposable fiber device receives two 100% inspections and an aql inspection in which the quality of the fiber strip is inspected. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).